Event description:
It was reported that when using the bd pyxis medstation es system drawer failed, which hindered users from accessing medication for a patient. The customer attempted to replace any defective cubies, but this did not resolve the issue. Although the drawer would open, the customer was required to repeatedly restore it, as it failed to recognize the existing cubies. The customer stated that there was a delay of 10 to 15 minutes in getting medications to patients before deciding to move the medications around for better accessibility. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 5.2 had multiple pocket issues. A field service engineer reseated the rowboard cables and retractor bands for both drawers 5.1 and 5.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.